Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the proximal tip of the screwdriver shaft, hexagonal, small, ø 2.5 mm was broken. The broken fragment was not returned for evaluation. The fracture surface was examined, and no issues related to material was observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The lot number it was not possible to observed due the worn condition of the device. This condition is normal in this type of reusable devices. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the screwdriver shaft, hexagonal, small, ø 2.5 mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during loan kit inspection, it was noticed that the product was damaged. Upon manufacturers inspection the product was identified as broken.